Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that a liberty select cycler alarmed with a m30 balloon valve leak warning during step 5 of setup. The patient pressed ¿ok¿, but the m30 balloon valve leak warning reoccurred. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternative treatment option was available. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on transformer one (t1) on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the exterior showed no physical damage. There was dried fluid within the cassette compartment. There were particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The screen brightness test failed. When powering on the cycler the ¿ok¿, ¿stop¿, and ¿up/down¿ arrow push buttons illuminated, but the front panel display remained dim. An internal inspection of the cycler found a short on transformer one (t1) of the inverter board with lot code [2414] which reflects the transformer has [p155] insulation thickness. A known good inverter board was installed and the display became operational. The screen brightness and system air leak tests passed. The valve actuation test failed. The failure was due to pneumatic valve 1 that would not actuate. The valve was replaced temporally to continue testing. The valve actuation test the passed. A pre-accelerated stress test (ast) simulated treatment was performed for fifteen minutes at 1,000ml without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short on t1 of the inverter board.